Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2011 and subsequently expired (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-01253, 1225714-2014-01254, 1225714-2014-01255 and 1225714-2014-01256.